Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information noted that the leads were explanted on (B)(6) 2018.

Manufacturer narrative:
Based on the information available at this time, the specific complaint file covered by this investigation does not warrant CAPA escalation individually. If new information is received, the need for corrective action will be reassessed. Device complaints will be monitored through tracking and trending and escalated to CAPA when appropriate.

Event description:
It was reported that in (B)(6) 2018, the position of the pouch was found to be broken. The patient presented to the hospital. The pocket was not leaking. Examination of the pocket area noted the pulse generator was exposed. The physician treated the patient with a pouch, disinfected the pocket, re-sewn it, and treated with antibiotics. On (B)(6) 2018, the physician explanted the pulse generator. The lead remained implanted and in use. The physician believes the infection might be due to the patient¿s hypo immunity or poor sanitation. The patient was stable.